Manufacturer narrative:
The reported event was confirmed via inspection of the returned device. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Manufacturing records revealed that the device was manufactured in 2012. From instruments general IFU: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning, and storage. Great care must be taken of the instruments to ensure that they remain in good working order. The most likely cause of reported event is normal wear due to age.

Event description:
A physician reported that the knob on the proximal end of a vlift expander inside shaft fractured during use. There was a five-minute delay in surgery as the fractured instrument was removed and the procedure was successfully completed. There was no adverse consequence to the patient.

Event description:
A physician reported that the knob on the proximal end of a vlift expander inside shaft fractured during use. There was a five-minute delay in surgery as the fractured instrument was removed and the procedure was successfully completed. There was no adverse consequence to the patient.

Event description:
A physician reported that the knob on the proximal end of a vlift expander inside shaft fractured during use. There was a five-minute delay in surgery as the fractured instrument was removed and the procedure was successfully completed. There was no adverse consequence to the patient.